Event description:
The lay user/patient contacted lifescan alleging the meter displays unk error message. The reported was unable to recall the error number displayed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.